Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found the shaft was broken at the point of a severe kink. The hypotube broke 532mm (at 900mm delivery catheter marker) distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 x 2.25mm taxus¿ liberté¿ stent was advanced to treat the lesion. During the introduction of the device through the guide catheter, when the stent was advanced into the proximal end of the guide catheter, the stent delivery system (sds) broke into two parts. The device was completely removed with the stent still crimped on the other part. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 20 x 2.25mm taxus¿ liberté¿ stent was advanced to treat the lesion. During the introduction of the device through the guide catheter, when the stent was advanced into the proximal end of the guide catheter, the stent delivery system (sds) broke into two parts. The device was completely removed with the stent still crimped on the other part. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).